Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: colostomy reversal. According to the rptr: surgeon went to use the stapler to create an anastomosis and the stapler fired fine, but when attempting to remove the stapler, it seemed to telescope on itself when trying to remove from the rectum. Surgeon did a longitudinal proximal colotomy for removal of the anvil. They found a portion of the circumference of the pera-anastomotic tissue inside the staple line that was not cut. Closed colotomy with 2 layers of sutures which increased surgery time 45-60 mins.